Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in sporadic manual power-ups of 10 minutes in duration occurring from (B)(6) 2012 up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The device switching itself on automatically can cause premature depletion of the pad-pak (battery and electrodes). Two pad-paks from lot 704 were returned with this device and testing confirmed that one had been significantly depleted. Pad-pak, lot 704 had a use until date of (B)(6) 2013. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.